Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had been experiencing ongoing pain at the implantable neurostimulator (ins) site since they were implanted on (B)(6) 2013. The patient stated that their healthcare provider (hcp) kept trying to do revisions and noted that their ins was originally implanted in their upper right butt cheek. For the first ins pocket revision, which occurred in 2014, the physician went in, reformed the pocket at the same location, and put the ins back in. The patient stated that they did the same thing for the second pocket revision, which occurred in 2015. For the third pocket revision, they moved the ins pocket site to the patient¿s right side above their hip bone, but below their rib. It was noted that the third, most recent revision occurred in (B)(6) 2016. The patient stated that they've seen their hcp regarding the recent onset of ins site pain and x-rays were taken. The patient was told by their hcp that the ins didn¿t appear to be hitting the hip bone or rib bone, so they weren't sure what was causing the pain. The patient was to follow up with their hcp to address the ins pocket site issue and symptoms. It was recommended that the hcp requests a manufacturer representative to conduct a system integrity check. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient was having increased pain at the pocket site as the implantable neurostimulator (ins) rubbed against his belt line. The patient had a pocket revision on (B)(6) 2015; the ins was moved from up from the right buttocks to the right flank with ease. Impedances were within normal limits. It was noted that the patient did not want or require reprogramming as he was getting excellent coverage. The patient's status was alive with no injury, and the issue was resolved at the initial time of report. If additional information is received, the file will be updated. The patient's indications for use included spinal pain.